Manufacturer narrative:
7/16/1998-supplement #1 sent to FDA. Corrected data in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
The product was used during an amputation procedure. Reportedly, the instrument was difficult to close. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.